Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had experienced high blood glucose in the 300 to 400s mg/dl range, due to inaccurate reading of the sensor and activating the threshold suspend on the insulin pump in the middle of the night. Customer stated the sensor reading was 45 mg/dl and the customer's blood glucose was 320 mg/dl. Customer declined troubleshooting for the high blood glucose reading and is not returning the insulin pump for analysis.